Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2021. The surgeon implanted the microstent, but in attempting to position the implant after release, resistance in the canal was encountered. By attempting to force the hydrus into place against resistance, a small iris tear was formed. The inlet of the microstent was rotated downward with the distal end possibly in the supraciliary space. Due to the extreme position of the inlet, along with hyphema, and patient discomfort, the microstent could not recaptured easily and was left in situ. One-day post-operatively, the intraocular pressure (iop) was 17 mmhg with no significant hyphema noted. At day 4 post-op exam, iop was 11 mmhg with a 2.5mm layered hyphema and 2+ red-blood cells in the anterior chamber. At subsequent visits, the patient experienced hypotony with iop of 6 mmhg (on (B)(6) 2022) and a clearing 1.3mm hyphema. The anterior chamber was formed with no choroidal effusions evident; gonioscopy was performed and the surgeon noted the iris seemed to be bowing forward slightly; no iris tear was observed. The patient was placed on bedrest with the head elevated and increased dosage of steroid topical medication. At 15-day post-op, the micro hyphema was under 1mm and iop was 6mmhg. The anterior chamber remained well formed and no choroidal effusions were present. The surgeon noted steady improvement.

Manufacturer narrative:
The device remains in-situ and is not available for evaluation. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. The device labeling and surgical training program include relevant instructions and warnings to avoid forceful advancement of the microstent against resistance. The labeling includes the following warning, "if excessive resistance is encountered during the insertion of the microstent at any time during the procedure, discontinue use of the device. Continuing to insert the microstent against resistance in the insertion process may result in injury to the patient or damage to the microstent." Hyphema, hypotony, iris injury and microstent malposition are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and all released product met specification. The cause of the cyclodialysis cleft and subsequent hyphema and hypotony is attributable to user error while attempting to position the hydrus microstent. Cyclodialysis cleft is listed in the device labeling as a potential adverse event. Manufacturer reference # (B)(4).

Event description:
At 1-week follow-up examination ((B)(6) 2022), the surgeon reported a cyclodialysis cleft with the hydrus microstent partially in the trabecular meshwork. The iop was 8mmhg (unmedicated) with a 3mm hyphema. At subsequent exams, the cyclodialysis cleft closed and the hyphema cleared. By the follow-up examination on (B)(6) 2022, the cleft had resolved to 1/2 clock hours in size, iop was 9mmhg, and no hyphema or red blood cells were observed in the anterior chamber. The surgeon reported "good prognosis" for the patient.

Manufacturer narrative:
Section b2: corrected from other serious or important medical facts to required intervention to prevent permanent impairment/damage.